Manufacturer narrative:
On 05/17/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received it was reported a deflation in a breast implant after implantation. During analysis of the piece it was observed during leak testing a tear measuring approximately 0.2 cm in the anterior aspect. Microscopic examination was performed on the tear and no evidence of instrument damage was discovered. No other anomalies were noticed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with mentor siltex round moderate profile 275cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient called her healthcare provider to report the deflation of the left breast prosthesis which was later confirmed by a doctor. In addition, the patient developed capsular contracture (baker grade iii) in her right breast. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.